Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio, therefore service (if necessary) is not available. Physio-control advised that due to the age of the device and lack of serviceability, that replacement of the device is recommended. The customer advised physio that they will be replacing the device, the device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.